Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 275 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note; related events reported via 2210968-2023-01752.

Event description:
It was reported that a patient underwent a procedure to sewing anal mucosa on 3/1/2023 and suture was used. During the procedure, the needle broke at the third stitch. About 3/4 of the needle fell into the patient's body. The needle was left in the rectal mucosa and could not be removed. A rectal foreign body removal procedure was performed to remove the needle on the third day. Now the patient has discharged from hospital. Additional information was requested.